Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
New unity record created in order to update legacy complaint number (B)(4). Asr revision ages/pharmed ref (B)(4). Update - received 15 feb 2013 - (B)(6) ref number, left hip, surgeon, reason for revision. Hip(s) to be revised: left. Surgeon's name: dr. (B)(6). Reason(s) for revision: pain. Update 11 dec 2017: reason(s) for revision: pain. Corrected doi. Doi: (B)(6) 2006; dor: (B)(6) 2010.

Manufacturer narrative:
This correction is being submitted to correct the sequential numbering for the follow up report #1. Follow up #2 submitted on 1/16/2018 should have been submitted as follow up #1. Follow up # 3 submitted on 8/22/2018 should have been submitted as follow up #2. Although it appears there are gaps in the sequential follow-up numbers, there are no missing reports.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.